Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement procedure, the left ventricular lead had a confirmed fracture. When tested, it showed undefined pacing impedance and no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.